Manufacturer narrative:
An investigation was completed in response to a customer complaint for obtaining misidentification results when testing with the vitek® ms instrument (ref 410895). The customer reported the following results: isolate m25292: expected identification is propionimicrobium lymphophilum, as identified by phl (public health lab) on bruker. Testing with vitek ms gave the following results: -initial vitek ms testing: 99.9%vibrio fluvialis -the customer reported obtaining low discrimination results as follows: --listeria innocua 32.4 --listeria seligeri 33.7 --burkholderia lata 33.7 -further vitek ms testing: bacillus flexus 99.9% ----investigation---- the investigation was completed without the customer's strain being submitted. Propionimicrobium lymphophilum is not included in the vitek® ms knowledge base version 3.2 (version used by customer). As stated in the user manual supplement for version 3.2, testing of species not found in the database may result in an unidentified result or a misidentification. Review of the customer's data revealed that the customer tested the strain many times and obtained "no identification" 14 times. The customer's raw data was analyzed and it was determined that the customer's system was operational during the tests, but the fine tuning was not optimal. Additionally, the customer's spot preparation was non-optimal. The "all peaks" values of the sample spots are heterogenous. ----conclusion---- based on the information provided by the customer, the expected identification may be propionimicrobium lymphophilum, but it is not possible to conclude on the expected identification since no reference method was used to identify the organism. Suspected causes for the misidentification include: 1. Proprionimicrobium lymphophilum is not included in the vitek® ms knowledge base version 3.2. 2. Non-optimal fine tuning of the customer's system. 3. Non-optimal spot preparation. Local customer service (lcs) has been instructed to provide the customer with additional training materials to help improve spot preparation technique. Lcs was also instructed to perform a new fine tuning on the customer's system and to continue monitoring the system's status periodically.

Event description:
A customer in (B)(6) notified biomérieux of obtaining misidentification results when testing with the vitek® ms instrument (ref (B)(4). The customer reported the following results: isolate m25292: expected identification is propionimicrobium lympophilum, as identified by phl (public health lab) on bruker. Testing with vitek ms gave the following results: initial vitek ms testing: 99.9% vibrio fluvialis. The customer reported obtaining low discrimination results as follows: listeria innocua 32.4. Listeria seligeri 33.7. Burkholderia lata 33.7. Further vitek ms testing: bacillus flexus 99.9%. This organism was from a blood culture that was positive on (B)(6) 2019. The customer reported the identification on (B)(6) 2019. They did not give any erroneous reports on the isolate. The customer issued preliminary reports until confirmation of ID was received from phl. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.